Event description:
It was reported that the procedure was to treat a de novo lesion in the left circumflex (lcx) artery with heavy calcification and heavy tortuosity. The 3x23mm xience sierra stent delivery system (sds) was attempted to be advanced to the target lesion; however, failed to cross due to the anatomy and a dissection was noted to have occurred. Therefore, a graftmaster covered stent was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is likely that the interaction between the device and the patient¿s challenging anatomy contributed to the reported failure to advance. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure; however, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect(s) of vascular dissection is listed in the xience sierra everolimus eluting coronary stent systems (eecss) instructions for use as a known patient effect(s) of coronary stenting procedures there is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.